Manufacturer narrative:
The manufacturer was unable to conclusively determine the reported driveline infection as the device remains in use at this time supporting the patient. A review of the device history records revealed the device met all applicable specifications upon product release. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had an ongoing driveline infection; however, the patient was non-compliant with IV antibiotics, and was not on any medication. The patient was hospitalized because the infection became bacteremia. Per additional information, the patient was discharged the following day and is on oral antibiotics. The patient continues to be non-compliant and has not gone to the clinic for lab work since she was discharged on (B)(6), 2011. She has also missed two appointments and does not return phone calls from the hospital.